Manufacturer narrative:
System was used for treatment. Kit lot e720 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories tubing leak and blood pump error alarm and no trend was detected for these categories. This assessment is based on information available at the time of the investigation. A photo analysis was conducted for this complaint. Review of the customer supplied photo confirms the complaint. The root cause of the detached bowl connector is likely manufacturing operator error at the traying station, not press fitting the bowl connector to the nest to full engagement. A CAPA was initiated at the manufacturing site to further investigate detached bowl connectors on xts kits and a training was completed post manufacturing of lot e720. (B)(4). Device not received for evaluation.

Event description:
Customer reported receiving a blood pump error alarm at 4th cycle. Kit was checked and was detected one kit line disconnected and there was a blood leak. Treatment was aborted. Blood was not returned. Customer submitted photo for evaluation.